Event description:
It was reported that (1) device and (1) reload cartridge were used during a bowel resection. It was reported by the affiliate that the iniital tct75 was attempted to be used and misfired. They reloaded with a trt75 and misfired again. Another device was used to complete the case. There was no consequence to the pt.